Event description:
The customer reported via phone call that emergency medical services were dispatched and they visited the emergency room on an unknown date due to hypoglycemia with an unknown blood glucose level. The customer had been using the insulin pump system within 48 hours of low blood glucose level. The customer stated that they had treated low blood glucose level with food and they were treated with intravenous infusion. They also stated that the customer also experienced high blood glucose levels. It was unknown whether the insulin pump as on auto mode at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.